Event description:
Pt had a non-functioning av graft used for diagnosis. She had placement of a hemo-dialysis catheter in the neck on out pt basis. After placement, there was good venous return. Pt then developed seizure activity, became hypotensire, and was taken to ICU. X-ray confirmed that the introducing catheter vad migrated into left pleural space and there was pleural effusion and hemothoris secondary to injury to the subclavian vein along the line of the catheter. A left thoracostomy tube was introduced to drain and seal bleeding, but the pt coded and could not be resuscitated. There is no indication of a product problem or user error.